Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that the instrument had a broken cord was confirmed. The instrument's pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the fenestrated bipolar instrument had a broken cord. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.